Event description:
It was reported that a patient presented to the hospital on (B)(6) 2022 after experiencing syncope. Upon interrogation, it was noted that there was possible lead noise on the patient's right ventricular lead that resulted in oversensing and pacing inhibition. Programming changes were made on (B)(6) 2022 to address the issue. Further intervention was not reported. The patient was stable throughout.